Manufacturer narrative:
B5 - description was updated with new information. H6 - clinical and medical device problem codes updated.

Event description:
On (B)(6) 2023, the study patient was implanted with a gore® excluder® thoracoabdominal branch endoprosthesis (tambe device) for aortic aneurysm treatment. During this procedure, gore® viabahn® vbx balloon expandable endoprosthesis were used as branch devices in the visceral arteries. Two vbx devices were implanted in the left artery during the index procedure. One vbx device was implanted in the superior mesenteric artery (sma). On (B)(6) 2024, stenosis was observed in the sma and left renal artery. On (B)(6) 2024, balloon angioplasty and new vbx devices were implanted in the sma and left renal arteries. As reported, the reintervention was performed to prevent eventual loss of patency. At the study patient's 12 month follow-up, cta imaging was performed. Observation noted was the left renal artery side branch components had lost patency. It was assumed all three vbx devices were occluded. Intervention was not performed.

Manufacturer narrative:
Manufacturer report # 2017233-2024-05168 was also submitted for implanted vbx device in the sma. The report was submitted for the same patient with same implant and intervention dates. Following is information about the vbx devices that were implanted as one unit (overlapped) in the left renal artery. The reported information did not specify if only one or both devices had stenosis, therefore one report is submitted. The second vbx device implanted in the left renal artery information is: lot/serial # (B)(6); catalog #bxb075902c; UDI # (B)(4). Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 - code c19: review of both device manufacturing record history confirmed the devices met pre-release specifications. H6 - code b20: the devices remain implanted and no images were provided; therefore, direct product analysis was not possible. IFU for vbx - the IFU was reviewed and the following statement was found to be applicable: complications and adverse events can occur when using any endovascular device. These complications include, but are not limited to: stenosis, thrombosis or occlusion. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was received from a clinical study: on (B)(6) 2023, the study patient was implanted with a gore® excluder® thoracoabdominal branch endoprosthesis (tambe device). The study patient was treated for an aortic aneurysm involving the visceral vessel(s). During the procedure, gore® viabahn® vbx balloon expandable endoprosthesis were used as branch devices in the visceral arteries. Two vbx devices were implanted (overlapped as one unit) in both the left and right renal arteries, and one vbx device in the superior mesenteric artery (sma). On (B)(6) 2024, stenosis was reported for the sma and left renal artery. On (B)(6) 2024, intervention was performed with balloon angioplasty and implantation of new vbx devices in both arteries. The procedure was successful and the patient was reportedly doing well. As reported, the reintervention was also performed to prevent eventual loss of patency.